Event description:
Information was received indicating that during testing a smiths medical cadd-solis vip ambulatory infusion pump was found to be under infusing. It was reported that there was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
One cadd®-solis vip pump was returned for analysis. The pumps lens was damaged, and the tamper seal was missing upon visual inspection. The event history log was reviewed; no discrepancies noted. Accuracy testing was performed observing that the pump was under infusing but within specification. The ail sensor was found to be sitting a little high which could have been causing the under infusion. Based on the evidence the complaint was confirmed but the root cause is unknown.